Manufacturer narrative:
Corrected information is provided in d.4. Additional information is provided in d.9, h.3, h.6 and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative disassembled the optical head and tightened the handle mounts within the system to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose handle mounts. However, how or when the handle mounts became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope head was loose. Additional information has been requested.